Event description:
Reporter indicated that the pt went into status in 2002 and went to the hosp where the pt was then taken to ICU. Reporter also indicated that the pt had been doing "beautifully" prior to the event. Reporter indicated that the pt had been taking lamictol (500mg per day). The pt's neurologist decreased the dosage to 200mg per day. The pt started to have an increase in cluster seizures so the pt's neurologist increased the dosage back to 500mg per day. Further follow up revealed that the pt's seizure control has improved following an increase to previous levels of lamictol and an increase in programmed output current of the ncp system.